Event description:
An obtunded patient was on a pb-7200, puritan bennett, model ventilator for several days prior to near miss. Ventilator alarmed "pressure disconnect." Nurse to bedside to clear alarm and to suction patient. Patient experienced severe distress described as "retracting respiratory effort." Nurse and respiratory therapist then noticed the circuit was full of water from humidifier. The patient was not receiving any o2, oxygen. Patient was then bagged until a new ventilator was put on line. Investigation revealed that if the pressure disconnect alarm isn't first reset, the ventilator remains in a failure mode but the safety valve does not open. The suction created a negative pressure (min. -90cwp w/ 10fr. Catheter)that drew the water out of the humidifier container and actually caused container to collapse. The effect on the patient is to create a strong negative pressure in the lungs that prevents respiration and could possibly cause hemorrhage or collapse of the lungs. This failure mode prevents the patient from exhaling. This same situation was reproduced (without information on facility's testing) in a test mode by another facility in facitily's system. They use a humidifier on their 7200 ventilator. The failure that causes this pressure disconnect alarm can be disconnection, occlusion or crimping of either side of the circuit. The same problem can be demonstrated without the humidifier in line. It is believed this situation is exacerbated by the introduction of inline suction devices and the first response by the nurse to a ventilator alarm being to suction the patient immediately. Failure to reset the alarm before suctioning places the patient at great risk for harm. The hospitals in facility's system have removed a total of 22 pb 7200 ventilators from use after this near miss and two independent replications of the problem. Additional follow-up reveals: the manufacturer indicated to another hospital within the system that they knew this type of problem could occur and have an updated model that resolves this issue. There has been no recent changes in the suction device or technique for suctioning.